Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced occlusion issue as the insulin was not flowing through the needle which led to high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(4) 2024, the patient hospitalized due to high blood glucose level. Highest blood glucose level was around 30 mmol/l. Moreover, the infusion had been used within 2 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(4) 2024, the patient was released from the hospital. Previously (within the past three months), the patient had faced bent cannula issue. No further information was available.